Manufacturer narrative:
Further information requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-12920. It was reported a patient's right ventricular (rv) and atrial leads were explanted in a procedure on (B)(6) 2022, for dislodgement due to twiddlers syndrome. Post-procedure the patient status was stable.

Event description:
New information received notes the patient presented to the emergency department. Dislodgement of the right ventricular (rv) and atrial leads was confirmed via x-ray. Both leads had noise triggering non-sustained rv over-sensing and undersensing. The patient was stable.